Event description:
A malfunction was reported with the pump, identified by a malfunction code. There was no adverse impact on the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and the customer successfully completed the reset. The malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues arose again.